Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿poor image quality¿. The issue pointed out by the customer were reproduced and confirmed to be caused by the failure of the image capture, charge-coupled device (ccd). In addition, corrosion of electrical contacts was found. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the failures. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: the following statement is found in the "warnings" section of the instruction manual "instructions for use": ¿image defect¿, the IFU was used in accordance with the IFU. Endoscopic image disappearance and freezing warning: the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not bump or drop this product. Water leakage may cause damage to the product's internal electrical circuits. ¿corrosion of electrical contacts¿, IFU applicable area endoscope image disappearance and freezing warning. Please strictly observe the following items. The endoscope image may disappear unexpectedly during an examination, or the freeze may not be released. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned upon inspection prior to use in an unspecified diagnostic procedure. The customer noticed on the monitor screen, the image was dark and ¿noise¿ at the edge of the image. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned upon inspection prior to use in an unspecified diagnostic procedure. The customer noticed on the monitor screen, the image was dark and ¿noise¿ at the edge of the image. There was no report of patient harm associated with the event.